Event description:
It was reported that the customer received a continuous glucose monitor error 42. There was no reported impact to customer¿s blood glucose level. The customer continued to use the pump for insulin therapy. Customer was advised that pump would be replaced under warranty, was instructed on placing pump into storage mode before return, on returning problematic pump with prepaid label, and on setting up replacement pump.